Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter found a significant anomaly that was possibly caused by the method or technique utilized by the health care professional while intending to deliver therapy. The catheter was found to have damage to the catheter body that occurred during the implant procedure. The hole in the catheter was 15 cm from the pump connector. The damage inside the catheter body where the hole was located indicated that the hole was likely a shear hole. The characteristics of the hole were typical of a shear hole caused by an interaction of the catheter with its guidewire during the implant procedure.

Event description:
It was reported that the patient experienced pain and seroma at the catheter track. X-rays and a dye study were performed. There was reportedly a break in the proximal segment of the catheter. When the proximal catheter was flushed, fluid was noted to be squirting out of a hole/shear. The catheter was completely explanted and replaced by another from the same manufacturer on (B)(6) 2014. No other segments were left in the patient. It was noted that the product issue was resolved despite the cause of the issue being undetermined. The patient reportedly recovered without sequelae. The patient's pump was intended to infuse sufentanil.